Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that on (B)(6) 2025, the patient started hearing critical alarm and the pump interrogation ¿today¿ showed the pump defaulted to minimum rate (code 87) and there were no other events corresponding in the event logs. The agent asked about any new environments and the healthcare provider (hcp) stated no. The patient was at home. The agent reviewed the situation and found that the cause of the pump going intominimum rate was unknown. However, since there were no other event logs, they proceeded to update the pump out of minimum rate and re-interrogated it to confirm it was operating in simple continuous mode. The agent also reviewed the process to silence the alarm directly from the home screen. The patient did report being tighter than usual.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.